Event description:
Information received indicates the weld on the caster socket did not have good penetration and the caster became loose.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.